Event description:
On (B)(6) 2025, it was reported that the user accidentally announced lunch as a larger meal than intended, which resulted in hypoglycemia to 40 mg/dl. The user treated the low with bread and blood glucose stabilized. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.